Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient stated that her care taker noticed fluid leaking from the cycler set when removing the product following treatment. The care taker stated he noticed moisture inside the cassette door upon termination of treatment on (B)(6) 2013. He stated that he could not identify the location of the leak in any instance. He stated that the patient has noticed no ill effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR # 8030665-2013-00312, 8030665-2013-00313, 8030665-2013-00314.